Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is performa combo system, medwatch with identifier (B)(6) is performa nano system.

Event description:
Caller reported symptoms of hypoglycemia at a time when she had blood glucose results of 7.2 mmol/l on performa combo system, 3.8 mmol/l on performa nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.